Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by user issue. The technical support specialist advised the user to check with the nursing manager or pharmacy and a follow-up call was made to resolve the issue. The device functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user was unable to recover the failed drawer due to permission issue. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.